Event description:
A patient reported blood glucose results of "8.0 mmol/l and 6.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other, thereby indicating a potential malfunction of the meter in terms of precision. The meter and control solution were replaced.